Manufacturer narrative:
Batch review performed on 30 april 2024: lot 157869: (B)(4) items manufactured and released on 26-apr-2016. Expiration date: 2021-04-20. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review. Explants images analysis performed by medacta hip r&d project manager: looking at the images attached to the complaint only proximal half of the stem is visible. On the body no white film residuals are visible. Absorption of ha from the stem body can indicate that metabolic activity was taking place and that, presumably, adequate bone contact was achieved at the time of surgery. The post-op x-ray analysis could possibly provide more insight, such as the evaluation of possible early rotational instability or initial stress-shielding. Some signs of damage and scratches are present on the neck of the explanted stem, which is likely due to the revision surgery and not relevant to the reported issue. Based on the analysis completed and information available, it is not possible to identify a root cause of the stem loosening reported. Clinical evaluation performed by medacta medical affairs manager: revision surgery about 8 years after primary tha due to stem loosening. From the radiographic image, radiolucent lines along the stem are visible. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. However, the very neat demarcation lines suggest the possibility of a negative reaction of bone to implant, such as an osteolytic process or local infection, but no information is available on these possibilities. No definite cause could be determined for this adverse event

Event description:
Revision surgery due to stem loosening, at about 8 years after primary. Stem, head and insert successfully revised.